Event description:
It was reported when using the bd vacutainer® lh 102 i.u. Plus blood collection tubes did not draw enough volume of blood. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: according to the customer's report, the tubes did not draw enough volume of blood.

Manufacturer narrative:
H.6. Investigation summary: bd received forty (40) samples for investigation. Twenty (20) of the samples were evaluated by functional testing and the indicated failure mode for underfill with the incident lot was not observed as all samples met specifications. Additionally, twenty (20) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. The following fields were updated due to additional information: d9: device available for evaluation:  yes. D9: returned to manufacturer on: 2023-07-20.

Event description:
It was reported when using the bd vacutainer® lh 102 i.u. Plus blood collection tubes did not draw enough volume of blood. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: according to the customer's report, the tubes did not draw enough volume of blood.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.